Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following the post-implant, xray of the patients lead placement were taken and a significant migration was confirmed. It was noted that there was a slight tear in one of the lead. The patient underwent a lead revision procedure and was doing well postoperatively. Nothing was explanted.